Event description:
The user facility reported that they had experienced a total of four colon perforations associated with colonoscopy procedures over a period of six months. The users questioned if the air presence on the light source may have been a contributory factor. No information was provided regarding the status of the patients.

Manufacturer narrative:
Olympus followed up with the user facility, and was informed that two events had reportedly occurred in early 2009, and two six months later. The user facility provided the serial number of the subject endoscope referenced in this report. Review of the service history of the subject device noted that this colonoscope has never been returned to olympus for service since the time of its initial sale. The user facility has been contacted several times via telephone, and in writing to obtain additional information regarding the reported events, but no result. The exact cause of the patient's outcome could not be determined, if additional information becomes available later, a supplemental report will follow. This report is being submitted as medical device report in an abundance of caution. Cross reference MFR. Report numbers: 8010047-2009-00165, 8010047-2009-00166, and 8010047-2009-00167.